Manufacturer narrative:
This medwatch was filed in error. This incident was captured in another complaint and a submission has already been filed. (Medical device report 8010764-2014-00017) please disregard this report and its entirety. We apologize for any inconvenience.

Event description:
It was reported that patient is scheduled to have a revision surgery due to pain. Surgery has not yet been performed.